Event description:
It was reported that the physician¿s handheld would not turn on. It was reported that the handheld was plugged in and charged, but still would not turn on. A reset was attempted without success. A replacement product was shipped. The suspect handheld has not been received to date.

Event description:
The handheld serial adapter cable was received by the manufacturer for analysis. An analysis was performed on the returned handheld serial cable and no anomalies associated were noted during testing. The serial cable performed according to functional specifications.

Event description:
Additional information was received stating that the handheld device was misplaced and cannot be located; therefore, no analysis can be performed.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently reported that the device was misplaced, when the cable was actually received by the manufacturer. Device available for evaluation, corrected data: the supplemental report #1 inadvertently reported this data incorrectly. Device evaluated by MFR, corrected data: the supplemental report #1 inadvertently reported this data incorrectly.